Event description:
It is reported that in 2004 the clamp was used in surgery. After implants were in place, clamp was removed. It was noticed later that one clamp tip was missing. The wound was inspected and the tip could not be found. Post-op x-rays show radiopaque fragment that may be part of broken instrument. Fragment was removed 21 days later.